Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on an r&d review and conclusion it is most likely that the catalyst catheter distal tip (with the marker band embedded in the distal tip) was detached/separated, however as the device was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. Subject device is not available.

Event description:
It was reported that the patient underwent a thrombectomy procedure using a stent retriever, a balloon guide catheter and a distal access catheter (subject device) for a clot located in the internal carotid artery (ica) middle segment. While removing the stent retriever and distal access catheter into the balloon guide catheter, the physician noticed the marker band on the distal access catheter detached as it entered the balloon guide catheter. The marker band became lodged in the patients middle cerebral artery m1/m2 bifurcation and was not retrieved. The patient was immediately put on aspirin and plavix medication post procedure. The patient did not suffer any complication from the event. The result of the procedure was a full revascularization.